Event description:
Patient's chemotherapy, gemzar, was hung as secondary line and programmed as instructed. It started dripping from primary line instead of secondary line. It still pulled medication from primary line instead of secondary line, even after replacing equashield closed system device and IV infusion pump channel.